Event description:
It was reported that multiple unexpected resets occurred. The customer's blood glucose level was 300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.